Event description:
A hemodialysis inpatient user facility has reported that during treatment the crit line chamber leaked blood on the machine. The leak was visually observed inside the hansen. Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was less than 100cc's. Patient had no adverse effect and no medical intervention was required. The patient completed treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.